Manufacturer narrative:
Concomitant products: addrl1 ipg implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular (rv) lead exhibited noise and ventricular pacing inhibition on cardiac monitor, while carrying out isometrics. It was also reported that the right atrial (ra) lead exhibited possible lead noise on markers only, not on electrogram. Diagnostic testing/troubleshooting was performed and both the rv lead and ra lead were reprogrammed. The rv lead was subsequently capped and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.